Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was noted. It was further reported the stylet may have introduced blood into the lead. The physician used mineral oil and stated he "stretched" the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted a test sample stylet was fully inserted into the lead with no resistance. The lead measured 58.5 cm and was not noticeably stretched. No visible blood ingression noted. If information is provided in the future, a supplemental report will be issued.